Manufacturer narrative:
The customer ordered a replacement speaker to resolve the issue. A replacement speaker assembly was sent to the customer to resolve the reported issue. The customer is taking responsibility for replacing the speaker. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that, during maintenance, the intellivue multi measurement server x2 displayed a speaker malfunction inop error message and is not producing audible sound. The device was not in clinical use at the time of the event, there was no patient involvement.